Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker exhibited a drop in longevity during a routine follow-up. This led the physician to believe the battery may be prematurely depleting. Review of the device data indicated the outputs had changed during the interrogation session which may have contributed to the longevity drop seen during follow-up. At this time the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.